Event description:
Cuff detached during removal and remains in the pt.

Manufacturer narrative:
The complaint of a detached surecuff is confirmed; however, the exact cause is undetermined. It appears the cuff detached from the vaccess catheter during removal. The cuff was not returned for evaluation. Impressions in the tubing and cuff fibers are identified on the od of the catheter at the surecuff site. This indicates the surecuff was attached to the catheter prior to removal. According to the notes in the file, "gentle traction was used with curved hemostats and the cuff remained in the pt." A lot history review (lhr) of (B)(4) showed no other similar product complaint(s) from this lot number.